Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/18/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product received for analysis was identified as product code p8697t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ¿additional information requested: were x-rays taken to locate the needle piece(s)? It was not necessary. What measures were taken to recover the broken needle piece? The tissues were further separated and the needle was found. Was there any additional tissue damage as a result of the search for the needle piece? There was no damage. In what tissue structure was the broken needle located? It was located in the nasal columella. What is the surgeon's opinion about the consequences for the patient? None, report the adverse event. Provide the source or name of the person providing answers to follow-up questions: (B)(6). Surgical assistant.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)?; what measures were taken to retrieve the broken piece?; was there any additional tissue damage as a result of searching for the needle piece?; what tissue structure the broken needle was located?; what is the surgeon's opinion of consequences to the patient?; device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2023 and suture was used. During the procedure, the surgical instrument informs that in the surgical procedure, the prolene 6-0 p-1 suture presented failure when the needle was passed through the tissue, the needle is divided into two pieces and part of it remains inside the tissue, this was done searching for the missing of the needle until it could be located. No adverse patient consequences were reported. Additional information was requested.